Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the events occurred due to failure of the circuit board which was caused by electrical stress. The event can be prevented by following the instructions for use which state: "[important information]. Warning. ¿ do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. [3.7 connection of the endoscope and ancillary equipment]. 1. If any ancillary equipment is on, turn it off. 2. While holding the video connector with one hand, insert the light guide connector completely into the output socket of the light source. 3. Make sure that the up mark on the video connector is facing up. 4. Hold the video system center stationary with one hand. With the other hand, push the video connector into the video connector socket until it clicks. 5. Confirm that the video connector is securely attached by pulling it gently. [3.8 inspection of the endoscopic system]. Inspection of the endoscopic image. Confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye flex deflectable videoscope black out was noted when used in combination with the otv-s300. The event occurred during a therapeutic laparoscopic liver resection operation and a similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event. This reported is related to patient identifier (B)(6) for the visera elite ii video system center that was used with the endoeye flex deflectable videoscope.

Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, the blackout occurred approximately 10 minutes after powering on the otv-s300. The character information was displayed, but the endoscopic image was not obtained. When the power was repeatedly turned on and off, an e217/e216 communication error occurred. The fse was not able to isolate the defective product and requested verification by combining the otv-s300 and ltf-s190-10. In addition, the fse checked the otv-s300 log and confirmed that similar errors had occurred multiple times in the same combination. The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.